Event description:
It was reported that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leaks/o-ring defects were found during test. Inspected three open and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none was found. Reservoirs connected and locked in place properly.